Event description:
The technician indicated that the motor control board had a "thermal event". He also indicated the wrench led was flashing.

Manufacturer narrative:
The technician found u10 on the motor control board was burned. The technician replaced the motor control board to repair the bed.